Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured august 2, 2017 ¿ august 4, 2017. One actual folfusor unit was received for evaluation. A visual inspection via the naked eye noted a white particle approximately 0.15 square mm in size, located inside a segment of the tubing. A microscopic examination revealed that the white particle was embedded in the material of the tubing. The particle has no contact to the fluid path because it was completely embedded in the material of the tubing. The white particle was subsequently identified to be polyvinyl chloride (pvc) material via ftir spectroscopy testing. The reported issue was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor contained a particle in the fluid path, which was found inside the line of administration. There was no patient involvement. No additional information is available.